Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.1; d.2a; d.2b; d.4; g.1; g.4; h.6.

Event description:
Healthcare professional later reported that the event of rupture was did not occur and the device was found to be intact. Additionally it has been determined that the device associated with this complaint is not PMA approved. This records is no longer reportable to the FDA and will be un-reported.